Manufacturer narrative:
Date sent: 09/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the jaw was out of alignment, and an unformed extra clip ejected after each clipping. All clips of the device were used during the operation. There were no adverse consequences to the pt.